Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that efforts to implant this lead in the patient's left bundle branch (lbb) were unsuccessful due to a perforation into the left ventricle (lv) through the septum. A subsequent placement attempt did not yield desirable electrocardiogram (ECG) characteristics and the helix became deformed during removal. Therefore, the physician requested a replacement lead. This lead will not be returned for evaluation. No additional adverse patient effects were reported.